Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago prior to the date the manufacturer became aware. Block d6b: explant date: 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17696778/17696778, UDI: (B)(4).